Event description:
It was reported that the electrocardiogram (EKG) from the slave connection was noisy and was therefore not able to be interpreted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that there was a noisy electrocardiogram (ECG) signal due to a loose ECG connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found that the media bay door was broken off, there was a broken left keyboard hinge and that the system fan was intermittently noisy. Concomitant products: product ID 2067, radiofrequency programmer head; product ID 229047, software analyzer. (B)(4).